Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error. Analysis determined that the output connector assembly and the hanger assembly were broken. It was noted that the main printed circuit board (pcb) was corroded. It was further noted that the keypad flex, encoder assembly, four knobs, display, display frame and four encoder nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient in evolvement.